Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.

Event description:
It was reported that after a da vinci-assisted simple prostatectomy surgical procedure, the plastic was a little burnt on the top of the maryland bipolar forceps (mbf) instrument. The procedure was completed at the time of the report. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the bipolar device was used normally. The sterilization department noticed the "damage" (burn) during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps (mbf) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.